Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found the probe unit cracked and split apart from the distal end side exposing the internal wires and caused them to break off. This phenomenon was attributed to mishandling. Olympus followed-up with the user facility to obtain add'l info regarding this report, and received only limited info. The user facility reported that the damage to the distal end was identified prior to use. An olympus endoscope service specialist has visited the facility and provided inservicing regarding appropriate handling and pre-use inspection. Olympus is continuing to investigate this report with the user facility. If significant add'l info is received, this report will be supplemented. This is one of four reports. Please see also 8010047-2012-00055, 8010047-2012-00056, and 8010047-2012-00058. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an endoscopic ultrasound (eus) procedure, as the subject device was into the mediastinum, it resulted in blind loop right next to the esophagus. The pt was reportedly transported to the operating room and the area was said to have been drained. An unidentified stent was said to have been placed in the esophagus along with a percutaneous endoscope gastrostomy (peg) tube.